Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: when inserting a synfix lr implant, using the implant holder, the small threaded pin at the distal end of the instrument snapped off and stayed inside the implant. This report is 1 of 2 for complaint (B)(4).